Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? What color cartridge was being used? What type of tissue was being fired on (e.g. Meso-appendix, base of appendix, etc.)? Did the device cut the tissue without delivering any staples? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? If yes, how was the tissue repaired? Did the cartridge fall into the patient? If yes, was it retrieved? Is the cartridge returning with the device? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing went well. On the second firing, the knife blade traveled to the distal tip and no staples deployed. The knife blade also pushed the cartridge out of the stapler. There was a little bleeding, but no adverse patient outcome. Case completed with another device and reload of the same product code.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how was the bleeding controlled? Opened a new device and reload; re-fired quickly how much blood was lost (ml)? Minimal. Did the patient require a transfusion? No. What color cartridge was being used? Gray. Did the device cut the tissue without delivering any staples? Yes, the reload was long-loaded in the device and cut the tissue without delivering any staples. The cartridge was pushed out of the device during the firing sequence. If yes, how was the tissue repaired? Opened a new device and reload; re-fired quickly did the cartridge fall into the patient? Yes. If yes, was it retrieved? Yes. Is the cartridge returning with the device? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45m cartridge reload present. The returned reload was partially fired 2/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The test and returned cartridges were loaded into the device without difficulties and did not fall out during the visual and functional testing.